Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and endometriosis outcome was unknown. The reporter considered endometriosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, endometriosis and fibromyalgia outcome was unknown. The reporter considered endometriosis, fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, endometriosis, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: social media received- new event : fibromyalgia was added. New reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('hysterectomy/ lot of cramping') and syncope ('becoming very faint') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia"), genital haemorrhage ("bleeding for several week"), procedural hypotension ("bp dropped during procedure") and syncope (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, endometriosis, fibromyalgia, genital haemorrhage, procedural hypotension and syncope outcome was unknown. The reporter considered abdominal pain lower, endometriosis, fibromyalgia, genital haemorrhage, procedural hypotension and syncope to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, endometriosis, fibromyalgia, procedural hypotension, lower abdominal cramping, syncope, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : event medical device removal pt was updated to lower abdominal cramping and events bleeding for several week, bp dropped during procedure, becoming very faint were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lot of cramping') and ovarian cancer ('ovarian cancer') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding for several week"), procedural hypotension ("bp dropped during procedure"), syncope ("becoming very faint"), endometriosis ("endometriosis"), fibromyalgia ("fibromyalgia") and abdominal distension ("bloating") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with allergy medication and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, ovarian cancer, genital haemorrhage, procedural hypotension, syncope, endometriosis, fibromyalgia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, endometriosis, fibromyalgia, genital haemorrhage, ovarian cancer, procedural hypotension and syncope to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: abdominal distension event was added. Treatment drug allergy medication was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lot of cramping') and ovarian cancer ('ovarian cancer') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding for several week"), procedural hypotension ("bp dropped during procedure"), syncope ("becoming very faint"), endometriosis ("endometriosis") and fibromyalgia ("fibromyalgia") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, procedural hypotension, syncope, endometriosis, fibromyalgia and ovarian cancer outcome was unknown. The reporter considered abdominal pain lower, endometriosis, fibromyalgia, genital haemorrhage, ovarian cancer, procedural hypotension and syncope to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- ovarian cancer. Reporter were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and endometriosis outcome was unknown. The reporter considered endometriosis and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.